Event description:
Account reported to consultant that patient was implanted with 10 hole plate in (B)(6) 2011. Patient returned to operating room in (B)(6) 2012 to remove broken plate. It is not known if plate was replaced. No further information was provided. Update: hospital reports patient was implanted with 10 hole plate on right clavicle. Patient returned to operating room on (B)(6) 2012 for removal of all hardware due to broken plate. Patient revised to orif with bone graft of right clavicle.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.